Event description:
Health professional reported, "explanted due to a leak from a crack in the intra-abdominal portion of the tubing."

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Health professional has declined to provide additional info. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."